Manufacturer narrative:
Method: device was returned and visual examination was conducted on the cover. Results: actual cover involved was returned for eval. Failure appears to be from a tear where the instrument may have been in contact with another object. Shape of the tear makes it appear the cover was caught on another object and not a defect in the device itself. Conclusions: the hole appears to have been caused by user handling where the covered instrument may have been in contact with another object. As a precaution, the facility irrigated the wound with clorpactin/saline and then saline. No pt injury occurred as a result of this event.

Event description:
Civco was notified of the failure of the cover device during an intraoperative procedure. During a left carotid endarterectomy procedure, customer discovered a tear in the tip of the surgical cover. No injury to pt was reported.